Event description:
It was initially reported to boston scientific corp in 2009, that during an endoscopic retrograde cholangiopancreatography procedure, an autotome rx sphincterotome was planned for use to cannulate the papilla. According to the complainant, in an attempt to cannulate the papilla, the nurse tried to move the wire forward, but it was not possible to push the wire out of the tip of the tome. The physician removed the device completely out of the pt. The procedure was completed with a new autotome rx sphincterotome. After completion of the procedure, the physician tried to push the wire out of the tip but it was not possible. There were no pt complications reported as a result of this event. This event has been deemed a reportable event based on the investigation preliminary analysis; split tip.

Manufacturer narrative:
Although the suspect device has been rec'd, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.